Event description:
It was reported to philips that fluoroscopy and photography could not be performed on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the fuse and fuse socket and suggested psu replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).